Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. Reference medwatch (B)(4). This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the needle broke off at the hub. The needle broke easily when being used to draw up medication and administer vaccines. No patient injury was reported.